Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports (same product failure, different patients). Other mfg report numbers: 3013886523-2025-00100, 3013886523-2025-00097. A facility reported a certas valve (ID 828804pl) was implanted on (B)(6) 2023. On (B)(6) 2023, an MRI revealed that the siphonguard had completely detached from body of valve, requiring revision surgery for explantation and replacement. The patient presented with csf leak due to valve failure. Current status of the patient - no long-term damage.

Manufacturer narrative:
Updated fields: d4, d9, g6, h1, h2, h3, h4, h6, h11. The certas valve (ID 828814pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to ¿housing tears due to flexing reservoir.¿ or a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU: silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a